Event description:
It was reported the patient's device showed impedances of >40,000 ohms. It was reported they could only get normal impedance values when using electrode 0 with electrodes, 8, 9, or 10. It was stated the patient's device would be programmed using only good electrodes. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).